Event description:
Patient's husband stated some cassettes were folding over while infusing, cutting off the flow resulting in high pressure alarm on the pump. He stated bubbles were trapped as a result of the "fold over of the bladder; than the occlusion would occur. He states, he will not use certain cassettes if the bladder appears to be too large or not fitting correctly in the plastic cassette.